Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v243043, implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Per the patient, devices were removed (B)(6) 2009 due to an infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.